Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, the unit failed due to fluid leakage from the battery pack. It was further reported that the procedure was completed successfully. There were no reports of any adverse consequences.